Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20 mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. The wds was prepared according to the instructions for use (IFU) and inserted into the was sheath. During deployment of the closure device, it appeared to 'jump' forward. An assessment revealed deployment was too deep with posterior pockets still exposed. A recapture was recommended. Upon attempting to recapture the closure device, it was discovered that the closure device was not attached to the core wire. A non-boston scientific (bsc) grasping device was introduced through the was sheath and removal was attempted, however the was buckled. The was sheath was exchanged for a non-bsc 65 cm 20fr sheath and an introducer which was used to direct the grasping device to the closure device. The patient was then intubated, and transesophageal echocardiography (tee) was inserted for pericardial monitoring. The closure device was removed with the grasping device. An effusion check was performed. A new watchman fxd curve access system was inserted and a new 24 mm wds was deployed and released. There were no patient complications reported, and the patient was discharged.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx pro delivery system (wds) was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed numerous kinks in the sheath. Microscopic examination revealed tip damage as the tri-cuts were flared, and there were abrasions within the sheath tip which is consistent with deploying and recapturing the implant. The implant had fabric and frame damage from the grasping device. There was no other damage or defect found. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. The wds was prepared according to the instructions for use (IFU) and inserted into the was sheath. During deployment of the closure device, it appeared to 'jump' forward. An assessment revealed deployment was too deep with posterior pockets still exposed. A recapture was recommended. Upon attempting to recapture the closure device, it was discovered that the closure device was not attached to the core wire. A non-boston scientific (bsc) grasping device was introduced through the was sheath and removal was attempted, however the was buckled. The was sheath was exchanged for a non-bsc 65cm 20fr sheath and an introducer which was used to direct the grasping device to the closure device. The patient was then intubated, and transesophageal echocardiography (tee) was inserted for pericardial monitoring. The closure device was removed with the grasping device. An effusion check was performed. A new watchman fxd curve access system was inserted and a new 24mm wds was deployed and released. There were no patient complications reported, and the patient was discharged.